Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient was not able to adjust stimulation. The patient kept getting the poor communication screen on the patient programmer. The patient also reported coupling and/or communication issues with recharging. An overdischarge was suspected. The patient had not recharged in over two months. The patient noted that the recharger kept "changing on its own between three screens". The screens were the reposition antenna screen, the recharging status screen with the battery full, and a third screen at the top of the audio icon, the battery and the plug. The patient had been in and out of the hospital for the last couple of months and had a lot of falls. Troubleshooting over the phone was attempted, but was unsuccessful. The patient was seen. At the visit the patient reported a fall. Impedance readings on all leads were over 10,000ohms. The patient had an appointment to see the doctor for evaluation and posible revision. Additional information has been requested from the hcp, but was not available as of the date of this report.